Event description:
Healthcare professional reported left side rupture of a non- (B)(6) device. Device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.